Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 41 months, displayed 2 charge times of >18secs and battery status of middle of life 2 (mol2). There is a concern that the battery depleted earlier than expected. The device will be changed out and returned for analysis.